Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had cosmetic damage with a crack on the battery compartment and a broken belt clip. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and a insulin pump with a belt clip will be replaced and the insulin pump will be returned.

Manufacturer narrative:
Pump received with cracked case behind the pump near the battery tube compartment.